Event description:
It was reported that the pump touch screen was on, but the display remained black. There was no reported impact to the customer¿s blood glucose level. The customer planned to use injection therapy as backup.